Event description:
It was reported that an ilet pump developed a cracked screen that prevented navigation, and a subsequent replacement ilet also sustained a cracked screen as reported by the caregiver. Symptoms included no adverse clinical effects, and blood glucose values were reported as normal at the time of the initial call. Outcomes included continued use of cgm via the dexcom app or receiver and replacement of the damaged devices. Investigation included collection of device history details, verification of shipping and return logistics, and confirmation of device return through carrier records. Investigation of this device revealed physical damage to the user interface display consistent with external impact, which is not indicative of a device malfunction. It was concluded, based on established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."